Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that device fracture occurred. A 135/10 renegade hi-flo kit was selected for use. During unpacking, the device was removed from the packaging hoop. However, it was not noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported.